Manufacturer narrative:
One pneupac¿ pneupac® parapac® ventilator was received in used condition. An initial check showed that when dut was switched on, the power on sequence did not occur. This confirmed the customer's reported problem. The battery compartment cover was inspected and corrosion was found on both of the tabs. The device powered on and operated as intended after the technician installed a new cover. The device was confirmed as passing all functional checks.

Manufacturer narrative:
See MFR: 3012307300-2018-02318.

Event description:
It was reported that during the use of a pneupac¿ pneupac® parapac® ventilator, the low pressure alarm was not working.